Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event occurred in 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study ((B)(6)) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient couldn¿t turn their device on. The treatment plan was to have a manufacturer representative (rep) check the device because it wouldn¿t accept a charge, but there were no additional details on this and there were no device programming strips available. On the next office visit on (B)(6) 2019, there was no mention of a device issue for recharging. The issue was noted to be resolved without sequelae as of (B)(6) 2019. No symptoms or further complications were reported or anticipated.